Manufacturer narrative:
Please note that the following section is being updated based on additional information provided by a penumbra sales representative on 11/18/2021: section b. Box 5. Describe event or problem.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system red 62 reperfusion catheter (red62), benchmark bmx96 access system (benchmark max), and a velocity delivery microcatheter (velocity). During the procedure, the physician completed one pass in the target vessel using the red62 and benchmark. Subsequently, the physician removed the red62 to be flushed; however, the hospital technologist noticed the red62 to be kinked. The hospital technologist then flushed the red62 with force on the back table using a 20cc syringe and, consequently, the distal end of the red62 had fractured. Therefore, the red62 was not used for the remainder of the procedure. The procedure was completed using the same benchmark max. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system red 62 reperfusion catheter (red62), benchmark bmx96 access system (benchmark max), and a velocity delivery microcatheter (velocity). During the procedure, the physician completed one pass in the target vessel using the red62 and benchmark. The physician removed the red62 to be flushed; however, the hospital technologist flushed the red62 with force on the back table using a 20cc syringe and noticed the distal end of the red62 had fractured. Therefore, the red62 was not used for the remainder of the procedure. The procedure was completed using the same benchmark max. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned red62 confirmed that the catheter was fractured. The complaint indicated that the red62 was flushed with a 20cc syringe with force. If the red 62 is kinked and subsequently flushed with force, damage such as a fracture may occur. Further evaluation revealed kinks and stretching distal to the fractured location. This damage may have contributed to the red 62 occlusion prior to being flushed and becoming fractured. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.